Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported mechanical jam associated with the gripper line being wrapped around the gripper resulting in single gripper actuation issue (difficult to open or close) could not be determined. Image resolution poor was related to procedural conditions as imaging was reported to be suboptimal. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 5. Xtw (lot: 40429r1026) was chosen for implantation. One of the grippers was not functioning and it was found that the gripper line was wrapped around the gripper. The device was discarded and replaced. Xtw (lot: 40501r1015) was chosen for implantation. During preparation, the lock line and the clip itself felt tight. The clip was replaced. Xtw (lot: 40612r1115) was implanted successfully, reducing tr to grade 1.